Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment. The device fractured during the procedure. The patient did not suffer any consequences as a result of this event.